Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the left kidney during procedure. The exact procedure date was unknown. During procedure, the distal section of the sheath was melted. The procedure was completed with another segura hemisphere basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of sheath was melted on the distal section.